Event description:
It was reported they healthcare professional (hcp) was able to aspirate the reservoir but, was unable to fill it. It was noted there were two previous refills where they were only able to fill it with 20 ml of drug ((B)(6) 2014 and (B)(6) 2013). The pump was implanted by another hcp and the pump was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).